Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct evaluation by gore. It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of device or native vessel.¿ additionally, the IFU states ¿following manufacturer¿s instructions for use, advance and inflate a 14 mm pta balloon catheter to seat the proximal end of the internal iliac component (iic) within the internal iliac artery leg hole overlap region. Follow manufacturer¿s recommended method for preparation and use of iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications.¿

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a non-gore manufactured stent graft and a gore® excluder® iliac branch endoprosthesis. According to the report, the right superior gluteal artery was unintentionally covered upon deployment of the gore® excluder® internal iliac component. Additionally, upon touch-up ballooning of the internal iliac component using a non-gore manufactured balloon, the inferior gluteal artery reportedly was ruptured. According to the physician, excessive ballooning caused the vessel rupture (vessel measurements and inflation volume were not available). An additional internal iliac component was implanted to treat the rupture site, and the procedure went forward to completion without any further reported complications. The patient tolerated the procedure.